Manufacturer narrative:
The calibration on 08-jan-2022 met the acceptance criteria with no alarms. The calibration on 09-jan-2022 has several alarms present. The qc was acceptable on 08-jan-2022 but was not tested on 09-jan-2022. An investigation of the alarm trace from 09-jan-2022 contains multiple abnormal aspiration and sample short alarms along with several calibration alarms. The field service engineer (fse) found that the solution and dilution bottles had run low and started introducing air into the system causing the event and failed calibration. The fse replaced low bottles with fresh bottles for the ise channel and primed the system. The customer was able to run calibration, qc, and precision checks which met acceptance criteria. The customer reran the patient's complained sample post-troubleshoot with the following results: cl: 109 mmol/l, k: 4.2 mmol/l, na: 144 mmol/l. The service actions resolved the issue. No further issues were reported.

Event description:
There was a complaint of questionable sodium (na), potassium (k), and chloride (cl) results for 1 patient tested with a cobas 8000 ise module. The questionable results were not reported outside the laboratory. The user did not think the results looked right and decided to rerun. The patient¿s sample was repeated on "another instrument". The patient¿s initial na result was 126 mmol/l; the repeat was 145 mmol/l. The patient¿s initial k result was 3.6 mmol/l; the repeat was 4.2 mmol/l. The patient¿s initial cl result was 131 mmol/l; the repeat was 112 mmol/l. The customer believes the repeated results to be correct as they matched the patient¿s profile. The lot number and expiration date of the sodium, potassium, and chloride electrodes used were requested, but not provided.

Manufacturer narrative:
The customer attempted to recalibrate the module and is now getting calibration errors. The investigation is ongoing.